Manufacturer narrative:
Technical eval: the device fractured 62cm from the hub. Visual inspection indicated the device was bent at a sharp angle causing the device to kink and separate. The distal part past the separation location shows some scratches on the main shaft which shaved off some of the material. These scratches in the vicinity of the break indicate that the device may have possibly stuck on the preparation table. Conclusion: the root cause of the problem was not likely in the mfg process because the device is held straight in the packaging box and the fracture was not noticed until after the device had been flushed. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1045.a, (lot # l13086). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l13086) indicated that 100% inspection of the devices resulted in (B)(4) rejects for visual and dimensional measurement. The parts released in this lot met process requirement. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. (B)(4).

Event description:
The catheter fractured after it was taken from the package and flushed. They did not use it to advance the guide. It was never used in the package. There was no problem, they just did an exchange.